Event description:
It was reported that a patient underwent a rotator cuff tear repair on (B)(6) 2013 and suture was used. On (B)(6) 2014, the patient developed redness and an abscess. The patient underwent an I&d at that time. A culture and sensitivity was done. The culture showed no growth. The patient was treated with antibiotics

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The packets were tested for any leaks using the vacuum decay method. Packets were intact, no leaks were detected.